Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32g 4mm 5 bag 50 box sample was unable to deliver insulin during use. The following information was provided by the initial reporter: material no.: 320149, batch no.: unknown (provided 5205405). It was reported that there was no insulin flow on approximately 20-30 pen needles. Additionally, it was reported that some of the needles are bent on the pe during injections. Verbatim: consumer reported no insulin flow on approximately 20-30 pen needles from current box. Stated everyday she has to use a second pen needle to complete her injection. Stated she always checks both ends of the pen needle to make sure the needle it is straight. Stated some of needles on the pe are bent during injections. Also stated she does not prime before her injections.

Manufacturer narrative:
H.6. Investigation: material 320149 with lot number 7268675 were packaged on october 23, 2017 with order quantity of 446,000 ea. DHR was reviewed for this lot number and there are no internal rejects related to the reported issue during this order. The following manufacturing lots of pen needle were packaged in the lot reported: material : 320148, lot: 7101670 material : 320148, lot: 7095650 material : 320148, lot: 7088942 material : 320148, lot: 7109984 material : 320148, lot: 7123823 receiving inspection records were review for lots listed above of pen needle material, and no issues were reported. There were no samples or photos provided for evaluation bd nogales was not able to confirm or associate to the manufacturing process the indicated failure mode since no samples or photos were provided to observe the indicated failures.

Event description:
It was reported that pen ndl 32g 4mm 5 bag 50 box sample was unable to deliver insulin during use. The following information was provided by the initial reporter: material no.: 320149 batch no.: unknown (provided 5205405) it was reported that there was no insulin flow on approximately 20-30 pen needles. Additionally, it was reported that some of the needles are bent on the pe during injections. Verbatim: consumer reported no insulin flow on approximately 20-30 pen needles from current box. Stated everyday she has to use a second pen needle to complete her injection. Stated she always checks both ends of the pen needle to make sure the needle it is straight. Stated some of needles on the pe are bent during injections. Also stated she does not prime before her injections.